Manufacturer narrative:
The insulin pump was received with unexpected restart error alarm after battery change due to broken solder joint of on interface board. The insulin pump had had intermittent button response due to moisture damage on keypad traces. The insulin pump had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 137 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.